Manufacturer narrative:
Device analysis can confirm that a partial circumferential tear had occurred in the balloon material approx 15mm distal to the distal edge of the proximal markerband. Microscopic examination of the balloon material could not identify any issues with the balloon that could contribute to the tear. A review of the mfg record for this batch (8307943) shows that the device met its material, assembly and product specs. The root cause of the complaint incident could not be identified. We will continue to monitor and trend this type of complaint in order to ensure that there is no compromise of product quality.

Event description:
Reportable based on analysis completed on 10/24/2006. It was reported that during an angioplasty treatment procedure in the superficial femoral artery, "the balloon bursted while inflating. It was 14 atm." The procedure was successfully completed with this device. No pt injuries or complications were reported. Current pt status is reported as "ok."